Event description:
It was reported that the customer was hospitalized for dka. The histories were reviewed and found that no add'l insulin was bolused prior to the event. It was indicated that the customer was too ill to bolus and to check bgs. In addition, the customer stated that they had a bacterial infection. The customer was on manual injections and will meet with the nurse educator before going back on the pump. Troubleshooting was done and the pump passed the testing.